Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h3; h4; h6 and h11. Corrected field: g4. The device was not returned to olympus for inspection. However, the reported malfunction was not confirmed from the information provided by the customer and olympus field service at the site. The device meets its specifications. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not functioning with communication error and the image was gray with dots. The issue occurred during sedation of a therapeutic laparoscopy procedure, with device inside patient. The procedure was prolonged less than 30 minutes and completed with a competitor device. There were no reports of patient harm.